Event description:
Philips received a complaint on a heartstart mrx device indicating that device fail operation check. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 12-31-2022. The customer was informed to seek an outside repair dealer and the device remains at the customer site. The investigation concludes that no further action is required at this time.